Event description:
Customer reported unable to find control results in memory of device or device software. Customer stated device in control lock after the controls were done. A request was made for return product and replacement product was sent.